Event description:
It was reported that multiple intermittent cartridge alarms occurred during insulin delivery. Reportedly, customer loaded a new cartridge and resumed insulin therapy. Additionally, it was reported that a cartridge change error occurred. Reportedly, the customer reloaded the cartridge to resolve the issue. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.